Event description:
Pt undergoing egd for active rectal bleeding. After several attempts of electrocautery sclero therapy needle with epiniephrine a decision by md was made to use a clipping device - wilson - cook tri clip to provide hemostasis to the active bleeding site. Upon attempt to advance the clip through the endoscope - the clipping device's handle spontaneously broke apart.